Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the device was at end-of-service (eos), but it did not occur in the expected range. Eos occurred on (B)(6), but telemetry read that the scheduled replace by date was (B)(6). It was seen that, based on the current flow rate of 1.6ml/day, the high rate would explain why the pump depleted prior to the scheduled replace by date. There were no symptoms reported and the pump was being replaced on the day of report. The device system was used to deliver fentanyl and clonidine. Two weeks later, it was reported that the patient was improved at the time of report. It was noted that the patient was also taking oral dilaudid for pain.